Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, yeast infection, adenomyosis, nabothian cyst, chronic cervicitis and uterine leiomyoma. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingectomy, lysis of adhesions,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure removed, she retained the essure device or any portion of it. Discrepancy noted in essure removal date- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: fragments of proliferative endometrium. Hysterosalpingogram - on (B)(6) 2014: impression- essure micro ¿ insert positioned within the proximal fallopian tubes with completed obstruction noted of both the right and left fallopian tubes. Pathology test - on (B)(6) 2018: diagnosis: uterus, cervix and bilateral fallopian tubes, excision cervix - chronic cervicitis with squamous metaplasia and nabothian cysts endometrium ¿ adenomyosis, intramural and sub serosal leiomyomas histologically unremarkable fallopian tubes specimen source- uterus, cervix and bilateral tubes. Gross- the specimen consists of a uterus bilateral attached fallopian tubes. There are plaquelike nodular areas. The largest of these measures about 4 mm in greatest dimensions. These are located subserosally and either represent areas of small sub serosal leiomyomas or endometriosis. Ultrasound pelvis - on an unknown date: normal female pelvis; on an unknown date: findings: uterus measures 8.5 )( 4,4 x 5,7 cm, endometrial thickness 6.1 mm, irregularity noted of endometrial stripe. Right ovary not identified, left ovary measures 2.7 x 2.0 x 2.4 cm. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter's information added. Medical history were added. Fu received. No new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, yeast infection, adenomyosis, nabothian cyst, chronic cervicitis and uterine leiomyoma. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingectomy, lysis of adhesions,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure removed, she retained the essure device or any portion of it. Discrepancy noted in essure removal date- (B)(6) 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: fragments of proliferative endometrium. Hysterosalpingogram - on (B)(6) 2014: impression- essure micro ¿ insert positioned within the proximal fallopian tubes with completed obstruction noted of both the right and left fallopian tubes.. Pathology test - on (B)(6) 2018: diagnosis: uterus, cervix and bilateral fallopian tubes, excision cervix - chronic cervicitis with squamous metaplasia and nabothian cysts endometrium ¿ adenomyosis, intramural and sub serosal leiomyomas histologically unremarkable fallopian tubes specimen source- uterus, cervix and bilateral tubes. Gross- the specimen consists of a uterus bilateral attached fallopian tubes. There are plaquelike nodular areas. The largest of these measures about 4 mm in greatest dimensions. These are located subserosally and either represent areas of small sub serosal leiomyomas or endometriosis. Ultrasound pelvis - on an unknown date: normal female pelvis; on an unknown date: findings: uterus measures 8.5 )( 4,4 x 5,7 cm, endometrial thickness 6.1 mm, irregularity noted of endometrial stripe. Right ovary not identified, left ovary measures 2.7 x 2.0 x 2.4 cm. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available . Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and yeast infection. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (total abdominal hysterectomy with bilateralsalpingectomy and repair of cystectomy, lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure removed, she retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: fragments of proliferative endometrium. Hysterosalpingogram - on (B)(6) 2014: impression- essure micro ¿ insert positioned within the proximal fallopian tubes with completed obstruction noted of both the right and left fallopian tubes. Pathology test - on (B)(6) 2018: diagnosis: uterus, cervix and bilateral fallopian tubes, excision cervix - chronic cervicitis with squamous metaplasia and nabothian cysts endometrium ¿ adenomyosis, intramural and sub serosal leiomyomas histologically unremarkable fallopian tubes specimen source- uterus, cervix and bilateral tubes. Gross- the specimen consists of a uterus bilateral attached fallopian tubes. There are plaquelike nodular areas. The largest of these measures about 4 mm in greatest dimensions. These are located subserosally and either represent areas of small sub serosal leiomyomas or endometriosis. Ultrasound pelvis - on an unknown date: normal female pelvis; on an unknown date: findings: uterus measures 8.5 )( 4,4 x 5,7 cm, endometrial thickness 6.1 mm, irregularity noted of endometrial stripe. Right ovary not identified, left ovary measures 2.7 x 2.0 x 2.4 cm. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse) were added. Medical history, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.